Event description:
Additional information received indicates of another red alert detected for this system which exhibited high out-of-range shocking lead impedance measurement. Attempts to obtain additional information were unsuccessful. Our records indicate this system remains in service and no adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with an unknown right ventricular (rv) lead exhibited high out-of-range shocking lead impedance measurement of greater than 125 ohms which was detected via the remote patient monitoring system. Additional information indicated that this patient will continue to be monitored and the physician justified that no further surgery is needed this time. This ICD and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.